Event description:
The drug was infusing in a pump and a nurse pulled the cassette out of the pump. The pt received free flow of the drug. Pt is a 67-yr-old female pt, who was post-operative for cardiac surgery. Pt had transient episodes of hypertension and flushing.